Event description:
It was reported that the balloon (subject device) would not deflate inside the patient's anatomy during the procedure. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was kinked at 11cm from the proximal end and the outer surface was wrinkled(deformed) at 56cm & 95cm from the proximal end. During functional test, the balloon was inflated with some difficulty experienced and the balloon was then deflated, slowly (approx. 90 seconds). The reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information stated the case was completed with a different device the surgeon had to remove the balloon catheter and change catheter for a non-stryker product. In the case of this complaint it is most likely that the device was damaged during the procedure due to some procedural/anatomical factors . This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore an assignable cause of procedural factors will be assigned to the reported and analyzed events.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the balloon (subject device) would not deflate inside the patient's anatomy during the procedure. The physician replaced it with a new device, and continued the procedure without clinical consequences to the patient.